Event description:
It was reported that device had undergone over-infusion. The details of infusion : "a 500 ml bag of lidocaine was started at 20:52 on (B)(6) 2021 running at 14.8 ml/h. At 3:19 on (B)(6) 2021 the pump was paused and subsequently stopped with volume infused as 95 ml per rns, the 500 ml bag had only about 100 ml left in it". There was patient involvement but no harm caused.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), b11 - historical data analysis and g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The product has been received and the evaluation is pending.

Event description:
It was reported that device had undergone over-infusion. The details of infusion : "a 500 ml bag of lidocaine was started at 20:52 on (B)(6) 2021 running at 14.8 ml/h. At 3:19 on (B)(6) 2021 the pump was paused and subsequently stopped with volume infused as 95 ml per rns, the 500 ml bag had only about 100 ml left in it". There was patient involvement but no harm caused.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, initial reporter occupation and other occupation. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that device had undergone over-infusion. The details of infusion : "a 500 ml bag of lidocaine was started at 20:52 on 4/27/2021 running at 14.8 ml/h. At 3:19 on 4/28/21 the pump was paused and subsequently stopped with volume infused as 95 ml per rns, the 500 ml bag had only about 100 ml left in it". There was patient involvement but no harm caused.